Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology for investigation due to discoloration they noticed in the water path. Epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer chose to perform an internal water pathway replacement to repair the device. The device has undergone repair. Thus, returning it to specification and full functionality.

Event description:
Cardioquip (cq) service was notified via email that a customer suspects their device of being potentially contaminated and requiring an internal water pathway replacement. The customer forwarded pictures of the internal tubing of the device to cq for review. Cq director of operations and epidemiologist reviewed the pictures from the customer and recommended that they perform a quarterly cleaning and disinfection procedure according to the IFU, as well as hpc testing to gain a quantitative analysis of water quality. No patient involvement was reported. Hpc test results which confirmed the devices water quality to be outside of cq specifications were received on 08/26/204, indicating contamination meaning the device requires remediation.